Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly presented with poor performance, pain, and facial irritation. The recipient was reimplanted with another cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly presented with poor performance, pain, and facial irritation due to incorrect electrode position. The recipient is doing well. The external visual inspection revealed silicone damage on the top cover prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device was reportedly explanted due to medical reasons. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.